Event description:
The tube near 3-way was cut..

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) complete double dpt kit. Tubing was broken off from bond joint with the female connector (attached to zero-stopcock) of ra/cvp line (blue color code). Broken tubing was bent near the bond joint. Bonding solvent completely filled up the gap around the flared portion of the connector tube housing. Bonding solvent was also evident on the broken end of the tubing.